Manufacturer narrative:
Per tandem user guide: the cartridge should be changed every 48-72 hours, per guidance from the customer's healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and it was identified customer was using their cartridge for more than 3 days. Customer was instructed to change the cartridge every 2-3 days per the user guide. Customer cleared the alarm or changed pump supplies to address the issue and resumed insulin delivery. There was no adverse impact to customer's blood glucose.